Event description:
It was reported that the patient passed away. No additional information was provided.

Manufacturer narrative:
Section A: Additional patient information cannot be provided due to personal data privacy legislation/policy.No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.